Event description:
It was reported that the patient experienced hyperglycemia while using the ilet following a supply change in which the patient disconnected from the pump and initially did not complete proper reconnection, and dosing stopped when the system was in bg run due to the dexcom g7 not being paired on the ilet despite being changed on the phone. Symptoms included elevated blood glucose reaching 386 mg/dl. Outcomes included resumption of automated dosing after the patient entered the sensor pairing code and completed the supply change, with glucose trending down after guidance to allow ilet to dose. Investigation included remote troubleshooting and education on correct supply replacement, sensor pairing on the ilet, and use of meal announcements. Investigation of this case revealed no device malfunction and that the hyperglycemia resulted from an incomplete supply change, loss of automated dosing due to unpaired cgm, and an unannounced meal. It was concluded, based on previously established findings for similar reports, that the cause was user setup and use challenges. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.